Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was moderately calcified, mildly tortuous and 99% stenosed. The nc trek balloon dilatation catheter was advanced to the stented lesion without issue. After the second inflation at 14 atmospheres, the balloon ruptured. The device was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used for post-dilatation and the procedure was completed with no issue. No additional information was provided.